Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgeon was retracting tissue at the time of the instrument breakage. The instrument was in use for about an hour before the event occurred. There was no issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or hard material during the surgical procedure. A fragment broke off the instrument during an instrument tip collision. Upon removal of the instrument through the cannula, there was no resistance. There was no damage to the cannula after the event occurred. The fragment was retrieved by the first assistant. No additional surgical procedure was required to remove the fragment. No postoperative tests like an x-ray or ultrasound were performed to check for fragments. Also, no additional surgical procedure was required. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.484" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. A review of an image of the harmonic ace instrument, provided by the customer, showed the curved blade of the instrument had broken off and was separated from the instrument.